Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
Neuropace was notified by the patient's neurologist, that patient was admitted for a potential infection. The patient was started on antibiotics but infectious disease consult recommended that leads and neurostimulator be removed. The patient had the rns and three strip leads explanted on (B)(6) 2023. Treatment included IV antibiotics. This was diagnosed as a deep incisional infection.